Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a (B)(6) connection issue between the transmitter and g5 mobile application. Patient was advised to insert a new sensor which was unsuccessful; connection not established. Patient was then advised to close other applications, remove transmitter from (B)(6) settings, and repair transmitter; the connection was not established. Patient was advised to try using another sensor and re-pair the transmitter which was also unsuccessful; connection was not established. No additional patient or event information is available.